Event description:
It was reported that the threshold on the right ventricular (rv) lead had increased significantly since implant. It was also noted that the r waves have decreased and the physician felt the lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator 2013 (B)(6). (B)(4).